Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 20mm sapien 3 ultra valve, implanted in the aortic position, underwent a valve in valve procedure after an implant duration of 4 years and 1 month, due to stenosis. A 20mm sapien 3 ultra reslia valve was implanted with no issues. The final patient outcome was noted as stable condition.